Event description:
An article titled "safety and efficacy of vagus nerve stimulation in fibromyalgia: a phase I/ii proof of concept trial" was received and reviewed on 10/03/2011. During the review of the article, it was reported that 4 study participants experienced sleep disturbances including worsening of their pre-existing obstructive sleep apnea and/or insomnia. This was reportedly related to the device or stimulation. The specific event that each participant was experiencing is unk. This MDR was submitted to report the event experienced by the third participant. Attempts for add'l pt and event info have been unsuccessful to date.

Event description:
Follow up was performed with the authors of the article. It was indicated that no other information, besides what was available previously in the paper, would be available for disclosure. Per the reporter, information was previously provided to the manufacturer on issues which the authors deemed to be significant; however this cannot be confirmed as patient information was not provided.

Manufacturer narrative:
Citation: lange, gudrun, malvin n. Janal, allen maniker, jennifer fitzgibbons, malusha fobler, dane cook, and benjamin h. Natelson, "safety and efficacy of vagus nerve stimulation in fibromyalgia: a phase I/ii proof of concept trial". Pain medicine 2011; 12: 1406-1413.